Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address varus tibial component subsidence and loosening at the cement to implant interface. Cement manufacturer is unknown. The tibial component was removed and replaced with an attune revision tibia, 80 mm cemented stem, and a stryker symmetric a cone. Doi: unk. Dor: (B)(6) 2018, left knee.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. H10 additional narrative: added: h6 (patient). No code available (3191) is used to capture synovitis.